Manufacturer narrative:
MFR ref no: (B)(4). The device has been received by baxter for evaluation. At this time the investigation is not complete. A supplemental report will be submitted once the investigation has been completed.

Event description:
The customer reported that spectrum pump serial number (B)(4) failed the downstream occlusion test. The pump came out of the ER department. There was no pt injury reported. No further info was available.